Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. The device was leaking what appeared to be detergent. Based on the investigation details, service performed maintenance on the device and did a clean, lube, and adjust. The device was repaired and returned to the customer. A manufacturer representative reviewed cleaning processes with the account.

Event description:
It was reported that the handpiece began leaking an oil substance prior to the start of a surgical procedure. Another device was used to complete the planned procedure. There were no adverse consequences reported as a result of this event.